Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation for the cause of the reported image issues, the scope connector had moisture damage and plug unit was bad. The cause for the white residue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited no image, a fuzzy/noise image, white residue inside the air/water channel, and inside the air/water cylinder. There was no patient involvement.